Event description:
It was reported that the user experienced multiple occlusion alerts while using the contact detach infusion set, which were resolved only after changing the infusion set and connectors; replacements were shipped and a shipping address correction was executed. Investigation included internal case review and coordination with shipping to prevent therapy interruption. Investigation of this case revealed an infusion set occlusion consistent with flow restriction at the infusion set or connector, with resolution upon supply change, indicating device-use interface or component-related obstruction rather than a persistent pump malfunction. Symptoms included interrupted insulin delivery consistent with occlusion events. Outcomes included the need for replacement supplies without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to the disposable infusion set/connector.